Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025 the user reported experiencing hyperglycemia (bg 401 mg/dl) following repeated occlusion and alert 38 motor stall messages. The user replaced supplies but continued to receive occlusion alerts and switched to mdi therapy. The caregiver reported bg stabilized and the user later resumed ilet use without hospitalization.